Manufacturer narrative:
Other device involved in this event: controller/con212399; cat# 1407de; exp. Date: 05/31/2017; mfg. Date: 06/28/2016. Product returned on:09/20/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a ']vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that during a routine visit at the clinic, the patient's pump suddenly stopped while walking through the hospital. The patient had a damaged strain relief which was temporarily fixed by the vad coordinator on (B)(6) 2016. There was a risk that the pump would stop again while removing the tape or manipulating the driveline. The possible damaged area was protected by using the "strain relief repair fixture" to avoid any movement or stress on the area. The patient was admitted to the clinic. The e-fault troubleshooting was scheduled for (B)(6) 2016. A splice or strain relief repair will be performed depending on the result of the troubleshooting. The repair will be performed in the operating room (or) with extracorporeal membrane oxygenation (ECMO) ready in the case that the pump stop is reproducible. Additional information was provided by the clinical specialist on (B)(6) 2016 indicating that the driveline strain relief repair and driveline sheath repair were performed on (B)(6) 2016 per procedure in the inpatient setting. Heparin was administered in preparation for the service repair. There was reportedly no associated pump stop during the procedure and no consequence or impact to the patient. Electrical fault troubleshooting was performed with no effect. There was no evidence of recessed pins nor contamination. The patient's controller and battery were exchanged. No further information was provided.

Manufacturer narrative:
A report was received a patient's hvad pump stopped suddenly while the patient was ambulating through the hospital. The controller was exchanged with no reported patient consequence. During further evaluation of the exchanged device and the patient's driveline, the site reported a "cable rupture" in the area of the plug. They further detailed that the single cables were broken and completely "unveiled" from the surrounding cover. The damaged driveline strain relief was temporarily repaired and protected by the vad coordinator by using a strain relief repair fixture to avoid any movement or stress. This repair was successful in re-starting the pump with no reported patient consequence. In addition, a preliminary review of the controller log files confirmed the multiple vad stop alarms with re-starts. Of note, this review revealed no evidence of electrical fault alarms. It was noted that there could be a risk of the pump stopping again while removing the tape or manipulating the driveline. After a discussion with the patient's physician, a plan was made to further assess the damage in four days' time with possible splice or strain relief repair in the operating room with extra-corporeal membrane oxygenation at the ready. On (B)(6) 2016, the field engineer performed electrical fault troubleshooting with no effect revealing no recessed pins and no contamination. An image was provided that confirmed to damage to the strain relief. A driveline strain relief repair and driveline sheath repair were performed while the patient was on heparin. In addition, the patient's controller was exchanged. The repair did not involve a pump stop and was conducted with no reported patient consequence. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other device involved in this event: controller/con212399. FDA device code;electrical issue c63007; FDA 1198. FDA method code: analysis of data log(s) c102867; FDA 3372, actual device evaluated c91896; FDA 10. FDA results code: no failure detected c92083; FDA 213. FDA conclusion code: no failure detected device operated within specification c91890; 71. Hw1173 was not returned to heartware for evaluation; controller con212399 was returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of controller log files which revealed several vad stop alarms on the reported event date and on-site inspection which revealed a damaged strain relief. A strain relief repair was performed to mitigate the damage to the driveline strain relief. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the vad stop alarms can be attributed to a physical disconnection of the driveline from the controller possibly due to the reported damage to the strain relief. The most likely root cause of the strain relief damage can be attributed to excessive bending of the driveline cable. This complaint is related to and all relevant information to capture a separate event in complaint cmp-(B)(4)-MFR-3007042319-2016-03393 and cmp-(B)(4)-MFR 3007042319-2016-03348. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.